Event description:
Rptr received psychiatric electric shock therapy around 1961. Treatment destroyed memory, pt still can't remember some things. Pt lost a lot of their intellect. Rptr was an avid reader and has a lot of trouble now. Rptr had to totally retrain themself on everyday things, and still has to write everything down to remember things. Given treatment for depression but did not feel it helped.